Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the cable does not work. The fse evaluated the device on site. It was determined that this was a malfunction of the heartstart hand-free cable. The fse replaced the cable resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.